Manufacturer narrative:
The insulin pump alarmed button error after boot up and it had intermittent button response on the esc button due to flattened dome switch. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and broken belt clip slot.

Event description:
Customer's father reported via phone call, the insulin pump wasn't working. Customer stated the buttons on the device aren't responding. Customer wasn't present to perform troubleshooting. Customer's father agreed to return the device for analysis.